Event description:
Rptr is involved in research on single-leg fractures in a foreign country's pts. Rptr's research takes into consideration conflict of interest between MFR, dr and pts. The rptr states that the conflict of interest between MFR and pts becomes much more serious when pts are exposed to an unacceptable risk of lethal device failure. Rptr states that only classified info on the basis of sound scientific research can support clinical decision-making either to reassure or reoperate on the pt. The research regards strut fracture as an epidemic disease which etiology is still unknown. Rptr feels that the key to treatment is provided. The research discusses welding data and rules used to decide whether or not a particular welder may represent a risk of single-leg fracture. Rptr feels that imminent safety hazards demand prompt neutralization and cannot wait for the outcome of laborious disputes and statistical info. The results of study reveal that neither the aortic postion, nor the presence of a smaller size 60 degree excludes the fair chance that a complete fracture or a slf does, indeed, occur. This means that all drs must be aware of the fact that a slf or a complete fracture of 60 degree valves is not unreal. Findings oblige attending cardiologists to act immediately in case of a suspected slf or complete fracture in a pt carrying valve by promptly providing the life-saving diagnostic procedures and due treatment. An appeal on the rarity of the event can no long be rewarded. However, given a low risk of reoperation in terms of morbidity and mortality, the presence of a 60 degree valve may add to tip the balance of decision-making in favor of explanting the valve, even if indications to reoperate are only minor, eg mild/asymptomatic paravalvular leakage, CABG, and anxiety.